Event description:
A nurse opened a tray for insertion of a 3f single lumen PICC line and found the ampule of lidocaine was broken, with all of the contents spilled into the tray. The liquid reportedly saturated the tegaderm in the tray. The nurse had to open a new vial of lidocaine and open a separate tegaderm for dressing.